Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device exhibited intermittent ventricular pacing and oversensing (double-counting) that resulted in inappropriate shock therapy to the patient.